Manufacturer narrative:
B5: upon follow up, it was reported that the meropenem therapy and pd therapy were ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up. It was confirmed that the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis and treated with meropenem (1gm, twice a day) for this event. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was not reported. No additional information was available.